Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6. One 4 lesion nt2000¿ pain management rf generator was received. Ac power was applied to the returned rf generator and the device initialized with a continuous audible tone and ¿controller not responding¿ error message, which confirms the field reported event. This behavior is consistent with software corruption of the stimulate/ central processor unit that occurred during a previous operation. The event which resulted in the software corruption was not communicated and remains undetermined. The controller software was reinstalled, and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the issue was isolated to corruption of the controller software that occurred during a previous operation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the start of the procedure, following anesthesia administration, a cancellation occurred due to an error message. The error message "communication error: controller not responding or incompatible" was displayed. The generator was power cycled but the issue was not resolved. The procedure was cancelled. There were no adverse patient consequences.